Event description:
It was reported that during a starr procedure, after the second reloading, the device did not fire at all. No further information is available. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.